Event description:
The surgeon attempted to use the securestrap tacker device on the mesh implant and it would not fire. The device was removed from the patient and was attempted to be fired. After several attempts the device fired. The device was then reinserted into the patient and was attempted to be used, and again would not fire. A second device was opened and used without incident. It is unknown if the second device was the same or different lot number.